Event description:
Information received by medtronic indicated that the customer's insulin pump had a crack in the battery compartment. Troubleshooting was performed for the crack in the insulin pump. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump and was returned for analysis.

Manufacturer narrative:
S/w version unknown. Retainer ring = black. Case type = ngp. Customer returned pump for alleged cosmetic damage at the battery compartment found on 27-nov-2023. Pump failed to boot up once installing aa battery, blank display was noted. Unable to perform displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files and traces using thus software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment. Blank display was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Moisture damage was confirmed found isolated to the battery tube. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.